Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, gravida ii and parity 2. Denies hypothyroidism, hypertension, diabetes mellitus and other pathologies. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("sharp pelvic pain / chronic pelvic pain"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), vaginal discharge ("vaginal discharge with odor") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), anaemia ("anemia"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("pain like cramps in lower abdomen") and genital haemorrhage ("abnormal bleeding"). The patient was treated with analgesics, antiinflammatory agents, ferrous sulfate (sulfato ferroso) and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, headache, menorrhagia, pelvic pain, dysmenorrhoea, vulvovaginal pruritus, vaginal discharge, anxiety, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal haemorrhage and abdominal pain had not resolved and the anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: that when menstruation stops, she has an improvement in headache and colic pain in her lower abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - in 2019: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, blum berg negative, jordano negative. To bimanual vaginal touch: uterus in anteroverseflexion, usual size with discomfort to uterine movement. Ultrasound pelvis - on (B)(6) 2020: acoustically normal. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: the treatment drugs, lab datas, new adverse events (anemia, vaginal bleeding, pain like cramps in lower abdomen, abnormal bleeding) and a new term 'chronic pelvic pain' were received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, gravida ii and parity 2. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), vaginal discharge ("vaginal discharge ") and anxiety ("anxiety"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, menorrhagia, pelvic pain, dysmenorrhoea, vulvovaginal pruritus, vaginal discharge and anxiety had not resolved. The reporter considered anxiety, device breakage, device dislocation, dysmenorrhoea, headache, menorrhagia, pelvic pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, gravida ii and parity 2. Denies hypothyroidism, hypertension, diabetes mellitus and other pathologies. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("sharp pelvic pain / chronic pelvic pain"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), vaginal discharge ("vaginal discharge with odor") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), anemia ("anemia"), vaginal hemorrhage ("vaginal bleeding"), abdominal pain lower ("pain like cramps in lower abdomen") and genital hemorrhage ("abnormal bleeding"). The patient was treated with analgesics, antiinflammatory agents, ferrous sulfate (sulfato ferroso) and oral contraceptive nos. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, headache, menorrhagia, pelvic pain, dysmenorrhoea, vulvovaginal pruritus, vaginal discharge, anxiety, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal hemorrhage and abdominal pain lower had not resolved and the anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, alopecia, anaemia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge, vaginal hemorrhage and vulvovaginal pruritus to be related to essure. The reporter commented: that when menstruation stops, she has an improvement in headache and colic pain in her lower abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - in 2019: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, blum berg negative, jordano negative. To bimanual vaginal touch: uterus in anteroverseflexion, usual size with discomfort to uterine movement. Ultrasound pelvis - on (B)(6) 2020: acoustically normal. X-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, pregnancy and parity 2. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), vaginal discharge ("vaginal discharge ") and anxiety ("anxiety"). The patient was treated with analgesics and anti-inflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, headache, menorrhagia, pelvic pain, dysmenorrhoea, vulvovaginal pruritus, vaginal discharge and anxiety had not resolved. The reporter considered anxiety, device breakage, device dislocation, dysmenorrhoea, headache, menorrhagia, pelvic pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure found fragmented") and uterine inflammation ("uterine inflammation") in a 35 year-old female patient who had essure inserted (lot no. 664664) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menarche, caesarean section (2), parity 2, gravida ii and early menarche. Denies hypothyroidism, hypertension, diabetes mellitus and other pathologies. Smoking, alcoholism or use of illicit drugs: no. On (B)(6) 2012, the patient had essure inserted. In 2017 she experienced device breakage (seriousness criterion intervention required), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("sharp pelvic pain / chronic pelvic pain"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), headache ("cephalea"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), vaginal discharge ("vaginal discharge with odor") and anxiety ("anxiety"). Essure was removed on (B)(6) 2022. On unknown date she experienced uterine inflammation (seriousness criterion medically important), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), hair loss ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), anaemia ("anemia"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("pain like cramps in lower abdomen"), genital haemorrhage ("abnormal bleeding"), stress urinary incontinence ("stress urinary incontinence"), menometrorrhagia ("she reports an irregular cycle with 15 to 20 days of bleeding, 10 of which are heavy,"), alopecia ("alopecia"), pruritus ("itching in the trunk area with the appearance of hyperchromic spots") and dysuria ("dysuria"). The patient was treated with analgesics, antiinflammatory agents, sulfato ferroso (ferrous sulfate) and oral contraceptive nos as well as surgery (hysterectomy). At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, heavy menstrual bleeding, headache, dysmenorrhoea, vulvovaginal pruritus, vaginal discharge, anxiety, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, hair loss, adenomyosis, intra-abdominal fluid collection, pain, vaginal haemorrhage and abdominal pain lower had not resolved. The outcomes for anaemia, stress urinary incontinence, menometrorrhagia, alopecia, pruritus and dysuria were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, hair loss, alopecia, anaemia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menometrorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, pruritus, stress urinary incontinence, tremor, uterine inflammation, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure administration. The reporter commented: that when menstruation stops, she has an improvement in headache and colic pain in her lower abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6)2022: uterine myoma + secretory endometrium + normal cervix + normal tubes normal (essure described in biopsy bilaterally [chest x-ray] on (B)(6) 2022: normal [physical examination] in 2019: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, blum berg negative, jordano negative. To bimanual vaginal touch: uterus in anteroverseflexion, usual size with discomfort to uterine movement [ultrasound pelvis] on (B)(6) 2020: acoustically normal [ultrasound scan] on (B)(6) 2021: uterus with a volume of 115.60 cm3, heterogeneous myometrium without modular areas. Endometrium 4.4 mm. Essure visualised in topography of right and left tubal ostia. Right ovary 4.61 cm3. Left ovary 3. 54 cm3 and uterus with a volume of 115.60 cm3, heterogeneous myometrium without modular areas. Endometrium 4.4 mm. Essure visualised in topography of right and left tubal ostia. Right ovary 4.61 cm3. Left ovary 3. 54 cm3.; on (B)(6) 2022: uterus 112 cm3, endometrium 4.8 mm; right ovary 6.7 cm3; left ovary 8.7 cm3. [X-ray] on (B)(6) 2013: presence of micro devices for contraception projected onto the pelvis.; (date unknown): essure found in wrong position in fallopian tube and fragmented the most recent follow-up information incorporated above includes data received on: 19-apr-2024: new events dysuria, menometrorrhagia, pruritus', stress urinary incontinence, alopecia added. Lot number added. Lab data, essure removal details (date, surgery name) updated. Action taken with drug updated. Patient details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("essure found fragmented") and uterine inflammation ("uterine inflammation") in a 35 year-old female patient who had essure inserted (lot no. 664664) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of menarche, caesarean section (2), parity 2, gravida ii and early menarche. Denies hypothyroidism, hypertension, diabetes mellitus and other pathologies. Smoking, alcoholism or use of illicit drugs: no. On (B)(6) 2012, the patient had essure inserted. In 2017 she experienced device breakage (seriousness criterion intervention required), device dislocation ("essure found in wrong position in fallopian tube"), pelvic pain ("sharp pelvic pain / chronic pelvic pain"), heavy menstrual bleeding ("heavy and prolonged menstruation with clots"), headache ("cephalea"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), vaginal discharge ("vaginal discharge with odor") and anxiety ("anxiety"). On unknown date she experienced uterine inflammation (seriousness criterion medically important), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), hair loss ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), anaemia ("anemia"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain lower ("pain like cramps in lower abdomen"), genital haemorrhage ("abnormal bleeding"), stress urinary incontinence ("stress urinary incontinence"), menometrorrhagia ("she reports an irregular cycle with 15 to 20 days of bleeding, 10 of which are heavy,"), alopecia ("alopecia"), pruritus ("itching in the trunk area with the appearance of hyperchromic spots") and dysuria ("dysuria"). The patient was treated with analgesics, antiinflammatory agents, sulfato ferroso (ferrous sulfate) and oral contraceptive nos as well as surgery (hysterectomy). Essure was removed on (B)(6) 2022. At the time of the report, the device breakage, uterine inflammation, device dislocation, pelvic pain, heavy menstrual bleeding, headache, dysmenorrhoea, vulvovaginal pruritus, vaginal discharge, anxiety, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, hair loss, adenomyosis, intra-abdominal fluid collection, pain, vaginal haemorrhage and abdominal pain lower had not resolved. The outcomes for anaemia, stress urinary incontinence, menometrorrhagia, alopecia, pruritus and dysuria were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, hair loss, alopecia, anaemia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menometrorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, pruritus, stress urinary incontinence, tremor, uterine inflammation, uterine pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pruritus to be related to essure administration. The reporter commented: that when menstruation stops, she has an improvement in headache and colic pain in her lower abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2022: uterine myoma + secretory endometrium + normal cervix + normal tubes normal (essure described in biopsy bilaterally [chest x-ray] on (B)(6) 2022: normal. [Physical examination] in 2019: atypical abdomen flaccid without visceromegaly, painless to superficial and deep palpation, blum berg negative, jordano negative. To bimanual vaginal touch: uterus in anteroverseflexion, usual size with discomfort to uterine movement. [Ultrasound pelvis] on (B)(6) 2020: acoustically normal. [Ultrasound scan] on (B)(6) 2021: uterus with a volume of 115.60 cm3, heterogeneous myometrium without modular areas. Endometrium 4.4 mm. Essure visualised in topography of right and left tubal ostia. Right ovary 4.61 cm3. Left ovary 3. 54 cm3 and uterus with a volume of 115.60 cm3, heterogeneous. Myometrium without modular areas. Endometrium 4.4 mm. Essure visualised in topography of right and left tubal ostia. Right ovary 4.61 cm3. Left ovary 3. 54 cm3.; on (B)(6) 2022: uterus 112 cm3, endometrium 4.8 mm; right ovary 6.7 cm3; left ovary 8.7 cm3. [X-ray] on (B)(6) 2013: presence of micro devices for contraception projected onto the pelvis.; (date unknown): essure found in wrong position in fallopian tube and fragmented. Lot number: 664664, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, gravida ii and parity 2. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("sharp pelvic pain"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), vaginal discharge ("vaginal discharge with odor") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, headache, menorrhagia, pelvic pain, dysmenorrhoea, vulvovaginal pruritus, vaginal discharge, anxiety, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after company internal review narrative was amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and uterine inflammation ('uterine inflammation') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, gravida ii and parity 2. In (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced device breakage (seriousness criterion medically significant), device dislocation ("essure found in wrong position in fallopian tube"), headache ("cephalea"), menorrhagia ("heavy and prolonged menstruation with clots"), pelvic pain ("sharp pelvic pain"), dysmenorrhoea ("menstrual pain"), vulvovaginal pruritus ("vaginal pruritus"), vaginal discharge ("vaginal discharge with odor") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention") and pain ("generalized body pain"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, uterine inflammation, device dislocation, headache, menorrhagia, pelvic pain, dysmenorrhoea, vulvovaginal pruritus, vaginal discharge, anxiety, breast pain, abdominal distension, oedema, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection and pain had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, menorrhagia, mood altered, oedema, pain, pain in extremity, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain, vaginal discharge and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.